Event description:
During an a-fib procedure, the physician noticed that a pop occurred at cs-ostium. For a couple of seconds, the patient had a 3rd degree av-block which required stimulation in the right ventricle. The catheter was changed immediately. No additional treatment was required. The patient has fully recovered.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the physician noticed that a pop occurred at cs-ostium. For a couple of seconds, the patient had a 3rd degree av-block which required stimulation in the right ventricle. The returned device was evaluated for electrical leakage and resistance performance, temperature and generator behavior and for patency and irrigation flow characteristics. The analysis results show the catheter met specification. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).